Event description:
Dealer called stating that both rear tires of the trsx5rc8 reclining wheelchair are allegedly chunking off in pieces, the largest being the size of a pinky finger. The pieces are coming off from the seam toward the outside of the tires. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model trsx5rc8, serial number/date (B)(4) is approximately 3 months old. The owner's manual part number 1110550 rev g (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.